Event description:
Additional information received that the lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
Additionally, there was myopotential over-sensing on the right ventricular (rv) lead.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a remote follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead. The suspected cause of the noise was due to electro-magnetic interference (emi) and insulation damage, although not confirmed. The device was reprogrammed, although a lead replacement is anticipated. The patient was stable and will continue to be monitored.